Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod. Symptoms reported include feeling of fainting, hungry, seeing white with her peripheral vision, hard time speaking, sweating and feeling dizzy. The patient was treated with glucagon shot while in the ambulance. The patient did not receive treatment in the emergency room (ER). The patient was released two hours later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.